Event description:
The customer reports that during the placement of the vaginal sling, the surgeon was using a pair of straight mayo scissors. He used the scissors to cut a portion of the sling (was not cutting tissue at the time) and one of the tips of the scissor flew off and landed on the floor nearby. As soon as this was noticed the rn searched the surrounding areas, found the piece and placed the broken piece as well as the scissors in a biohazard bag. It was confirmed by the surgeon that there was no piece that could have been left behind in the patient. When the items were placed in the bag, it was confirmed that all parts were present. No patient injury reported, per risk management at the healthcare facility.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.